Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 03t1108, exp date: 03/01/2013, manufacture date: 03/2011.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 02t1117, exp date: 01/01/2013, manufacture date: 01/2011.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 02t1117, exp date: 01/01/2013, manufacture date: 01/2011.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 02t1117, exp date: 01/01/2013, manufacture date: 01/2011.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 01t1113, exp date: 01/01/2013, manufacture date: 01/2011.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 01t1217, exp date: 01/01/2013, manufacture date: 01/2011.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 12s1106, exp date: 12/01/2012, manufacture date: 12/2010.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Pt info is described on page 3. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 12s1106, exp date: 12/01/2012, manufacture date: 12/2010.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 11s1124, exp date: 11/01/2012, manufacture date: 11/2010.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 12s1106, exp date: 12/01/2012, manufacture date: 12/2010.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# unk, exp date: unk, manufacture date: unk.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. Event date: (B)(6) 2011, lot# 02t1117, exp date: 01/01/2013, manufacture date: 01/2011.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Event description:
The customer requested an investigation regarding why they have had an increase in platelet products with elevated wbc content. The customer is not alleging any deficiency of a specific machine or disposable kit. The 'event' for this report is the increase in trends, therefore info for multiple donors are provided. Birthdates are not available at this time. No medical intervention was required for any of the donors. This report is being filed due to the potential for injury. MFR date: unk.